Event description:
It as reported, patient has had multiple occurrences of needle crack or leak. On (B)(6) 2023 at 2135 the mother in room 767 called out that patient was disconnected and blood was coming out of line. Upon walking into the room patient threw up one time. Patient had blood in line, when flushed more blood dripped out at connection site. Charge nurse was called into the room and chemotherapy continuous blinatumomab was paused. Upon further inspection of the line, there was a crack between the microclave and the tubing. Completed re-access, with dressing change and documentation. Chemotherapy restarted within 30 minutes, at 2205.

Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.